Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 5 events were reported for this quarter. Product return status 5 device investigation types have not yet been determined. Additional information 5 devices were labeled for single-use. 5 devices were not reprocessed or reused.

Event description:
This report summarizes 5 malfunction events in which the device had debris in sterile package. - 5 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 5 events were previously reported during the reporting quarter; however, 5 events were reported in error. 0 previously reported events are included in this follow-up record.

Event description:
This report summarizes 0 malfunction events in which the device had debris in sterile package.